Manufacturer narrative:
Concomitant medical devices: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving morphine (20.0 mg/ml at 6.044 mg/day) and bupivacaine (7.5 mg/ml at 2.2666 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient experienced a loss of pain relief. Per the patient, the pump regimen didn't help her pain at all anymore. On (B)(6) 2015, fluoroscopy was done and found the tip of the catheter very low in the lumbar spine at about l4; only about a centimeter of the catheter was intrathecal. The catheter had migrated/dislodged. On (B)(6) 2015, the catheter was revised and spliced. The event was noted to be related to the device or therapy and not related to the implant procedure. The event outcome was reported as resolved without sequela as of (B)(6) 2015.